Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they needed assistance programming new pump. They were reminded to review their pump settings in their old pump before programming their replacement. They were advised to follow up with their doctor to see if their current settings needed to be changed. The customer's blood glucose was 400 mg/dl. Their high blood glucose was due to them being off the pump. The insulin pump will not be returning for analysis.